Event description:
Pt's friend called spontaneously to report that both of pt's pumps serial numbers: (B)(4) are not working. States that she accidentally dropped the pump just received ((B)(4)) and the push isn't working correctly. The other pump isn't working at all (push rod isn't working). New pumps will be sent to pt. Pt using hospital pump. Hospitalized for unrelated condition. No other info available. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.